Manufacturer narrative:
Clinical investigation: a probable temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the serious adverse event of peritonitis, which warranted hospitalization. The etiology of the patient peritonitis is unknown; therefore, causality cannot be established. Subsequent attempts to obtain additional information have thus far proven unsuccessful. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused the serious adverse events; however, limited information precluded an extensive and thorough investigation. Therefore, given the lack of treatment data, definitive causality, discharge summary, and no manufacturer evaluation of the suspect device; the liberty select cycler cannot be excluded from having a possible causal and/or contributory role in the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was admitted for peritonitis. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) confirmed the patient was hospitalized for peritonitis (date not provided). Subsequent attempts to obtain additional information (e.g., death certificate, discharge summary, autopsy report, hospital records, treatment data, laboratory data), have thus far proven unsuccessful.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid on the top cover, on the pump door, and near the catch posts. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) 17000ml treatment-based ccpd simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid under the pump on the bottom cover. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Correction: a1, a2 was not actually reported should be blank in initial report, a3, a6 was not actually reported should be blank in initial report.